Event description:
It was reported that the customer passed away while wearing the insulin pump. The customer's husband felt that the death may have been related to the lot 8 recall, but has not proof. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.